Event description:
During a follow-up, a loss of capture and low sensing were observed. Physician elected to replace the lead. There were no consequences to the patient. The lead will not be returned for analysis.

Manufacturer narrative:
No medwatch form was received.